Event description:
It was reported that during an unknown procedure, the stapler did not complete a full clean staple line across the bowel. Staples had to be manually removed by the surgeon. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent:1/14/2022 d4: batch # 328a54 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with a 6r45b reload present. The reload was received unfired. The device and returned reload were tested for functionality and it fired, cut and formed the staples as intended. The staple line and the cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.